Event description:
Report rec'd of an adverse event while the device was in use. The pump was programmed to deliver morphine. No specific programmed parameters were provided. After an unspecified length of time, the pt reportedly "had a respiratory arrest." The pt was intubated and then extubated shortly after the event. No further treatment info was provided. The pt was reportedly "fully resuscitated" and there were no reported adverse pt sequelae prior to discharge home. The customer does not believe the event was related to "any overdose or programming issue," but indicated that the event was "probably due to their sleep apnea." Though requested, no add'l info was provided.